Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display without any warning. Troubleshooting was performed. Customer healthcare provider said the insulin pump went blank because of internal battery failure. Troubleshooting was performed. Customer blank display issue caused high blood glucose reading of 480 mg/dl. Customer took manual injection to treat their high blood glucose reading. Customer said the reservoir compartment was damaged. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the operating currents measurement, self-test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Insulin pump was monitored for several days and no blank display anomaly noted. No damage found on connector/lcd isolation tape noted. No unexpected weak battery alarm anomaly noted. Insulin pump had cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, missing end cap sticker, broken battery cap and minor scratched display window.